Event description:
Pharmacy dispensed 5mg/ml midazolam manu app lot: 408390 exp: 11/12 in a 20ml bd syringe (B) (4) to the nursing unit. The syringe was run on a syringe pump as a continuous infusion. It was not diluted from its original strength. When the syringe was empty, the rn went to switch it out with another syringe. When he twisted the syringe off from the tubing, the tip of the syringe remained inside the tubing. Apparently, several nurses state that this happens with midazolam 5mg/ml straight drug drips all the time. On further inspection, the base of the syringe tip -either side that fell apart- actually appears "melted" rather than broken. This has also been the case with midazolam of the same strength mfg by hospira and with other bd syringe sizes. The nurses report not hearing any "cracking" sounds when they unscrew the syringe, but rather it always has a melted or gummy appearance where the base of the syringe tip meet the barrel of the syringe. The outer luer-lock portion with the threading remains intact. I have saved a sample, if you would like me to send it somewhere for analysis. Dates of use: 18 hours (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: sedation.